Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received unspecified alarm. Customer reported unable to go into auto mode. Customer stated that she suddenly woke up because the insulin pump received alarm after that insulin pump restarted and customer changed the set and everything was working fine except for the auto mode. Customer receive message from auto mode readiness screen that active insulin updating. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.